Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2010. The patient reported blood glucose of "200 mg/dl" with the subject meter. The cca was advised the patient manages her diabetes with regular insulin (6 units) and nph insulin (6 units). It is not known what action the patient took at the time of the alleged issue; however, in (B)(6) 2011, the patient stated she increased her usual dose of both her regular and nhp insulin by 2 units. The patient claimed she woke up with no energy, had no strength, felt dizzy and was in a cold sweat. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.